Manufacturer narrative:
Additional information: h10 clinical investigation clinical investigation: a temporal relationship exists between ccpd therapy utilizing the liberty select cycler, liberty cycler set and the serious adverse events of fungal peritonitis, characterized by abdominal pain and cloudy peritoneal effluent fluid, which warranted hospitalization, antibiotic therapy, pd catheter (not a fresenius product) removal, and the patient¿s transition to hd for rrt. Per the pdrn, the etiology of the serious adverse events is unknown; therefore, causality could not be firmly established. However, the pdrn reported the serious adverse events were unrelated to any fresenius product(s) and/or device(s) malfunction or deficiency. Those individuals undergoing pd therapy (manual or cycler based) are at high risk for infections of the peritoneum. Of these infections, approximately 15% are fungal in nature and frequently require the removal of the patients¿ pd catheter. Based on the information available, the liberty select cycler and liberty cycler set utilized by the patient can be disassociated from the serious adverse events. There is no allegation or objective evidence indicating a fresenius device(s) and/or product(s) caused or contributed to the serious adverse events. Furthermore, there was no report a fresenius device(s) and/or product(s) failed to meet the users¿ expectations or the manufacturers¿ specifications.

Event description:
On 28/feb/2025, fresenius became aware this patient with end stage renal disease (esrd) on continuous cyclic peritoneal dialysis [cc(pd)] utilizing a liberty select cycler and liberty cycler set for renal replacement therapy (rrt) was hospitalized due to a fungal infection on (B)(6)2025. The patient¿s pd registered nurse (pdrn) reported the patient¿s pd catheter (not a fresenius product) was removed, and the patient was transitioned to hemodialysis (hd). During follow-up, the patient¿s pdrn confirmed the patient presented to the emergency room on (B)(6)2025 due to abdominal pain and cloudy peritoneal effluent fluid. A peritoneal effluent fluid culture and cell count (wbc = 1942 u/l) were collected, and the patient was admitted. The patient was diagnosed with peritonitis and was initially treated with intraperitoneal (ip) vancomycin and ceftazidime (dosages, durations, frequencies were unknown), however, on (B)(6)2025 the patient¿s preliminary peritoneal effluent fluid cultures returned positive for candida parapsilosis (fungal infection), and the nephrologist ordered the removal of the patient¿s pd catheter, while simultaneously receiving a tunneled hd catheter (not a fresenius product). The patient¿s ip antibiotics were discontinued and replaced with intravenous (IV) fluconazole (dose, duration, frequency unknown). The patient was transitioned to hd without any reported issues and was discharged on (B)(6)2025. The pdrn stated the patient is recovering and will possibly return to pd therapy once the infection has cleared. Although the etiology of the serious adverse events is unknown, the pdrn reported they were unrelated to any fresenius product(s) and/or device(s) malfunction or deficiency.

Event description:
On 28/feb/2025, fresenius became aware this patient with end stage renal disease (esrd) on continuous cyclic peritoneal dialysis [cc(pd)] utilizing a liberty select cycler and liberty cycler set for renal replacement therapy (rrt) was hospitalized due to a fungal infection on (B)(6) 2025. The patient¿s pd registered nurse (pdrn) reported the patient¿s pd catheter (not a fresenius product) was removed, and the patient was transitioned to hemodialysis (hd). During follow-up, the patient¿s pdrn confirmed the patient presented to the emergency room on (B)(6) 2025 due to abdominal pain and cloudy peritoneal effluent fluid. A peritoneal effluent fluid culture and cell count (wbc = 1942 u/l) were collected, and the patient was admitted. The patient was diagnosed with peritonitis and was initially treated with intraperitoneal (ip) vancomycin and ceftazidime (dosages, durations, frequencies were unknown), however, on (B)(6) 2025 the patient¿s preliminary peritoneal effluent fluid cultures returned positive for candida parapsilosis (fungal infection), and the nephrologist ordered the removal of the patient¿s pd catheter, while simultaneously receiving a tunneled hd catheter (not a fresenius product). The patient¿s ip antibiotics were discontinued and replaced with intravenous (IV) fluconazole (dose, duration, frequency unknown). The patient was transitioned to hd without any reported issues and was discharged on (B)(6) 2025. The pdrn stated the patient is recovering and will possibly return to pd therapy once the infection has cleared. Although the etiology of the serious adverse events is unknown, the pdrn reported they were unrelated to any fresenius product(s) and/or device(s) malfunction or deficiency.

Manufacturer narrative:
Plant investigation: the plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity. Clinical investigation: a temporal relationship exists between ccpd therapy utilizing the liberty cycler set and the serious adverse events of fungal peritonitis, characterized by abdominal pain and cloudy peritoneal effluent fluid, which warranted hospitalization, antibiotic therapy, pd catheter (not a fresenius product) removal, and the patient¿s transition to hd for rrt. Per the pdrn, the etiology of the serious adverse events is unknown; therefore, causality could not be firmly established. However, the pdrn reported the serious adverse events were unrelated to any fresenius product(s) and/or device(s) malfunction or deficiency. Those individuals undergoing pd therapy (manual or cycler based) are at high risk for infections of the peritoneum. Of these infections, approximately 15% are fungal in nature and frequently require the removal of the patients¿ pd catheter. Based on the information available, the liberty cycler set utilized by the patient can be disassociated from the serious adverse events. There is no allegation or objective evidence indicating a fresenius device(s) and/or product(s) caused or contributed to the serious adverse events. Furthermore, there was no report a fresenius device(s) and/or product(s) failed to meet the users¿ expectations or the manufacturers¿ specifications.

Event description:
On 28/feb/2025, fresenius became aware this patient with end stage renal disease (esrd) on continuous cyclic peritoneal dialysis [cc(pd)] utilizing a liberty select cycler and liberty cycler set for renal replacement therapy (rrt) was hospitalized due to a fungal infection on (B)(6) 2025. The patient¿s pd registered nurse (pdrn) reported the patient¿s pd catheter (not a fresenius product) was removed, and the patient was transitioned to hemodialysis (hd). During follow-up, the patient¿s pdrn confirmed the patient presented to the emergency room on (B)(6) 2025 due to abdominal pain and cloudy peritoneal effluent fluid. A peritoneal effluent fluid culture and cell count (wbc = 1942 u/l) were collected, and the patient was admitted. The patient was diagnosed with peritonitis and was initially treated with intraperitoneal (ip) vancomycin and ceftazidime (dosages, durations, frequencies were unknown), however, on (B)(6) 2025 the patient¿s preliminary peritoneal effluent fluid cultures returned positive for candida parapsilosis (fungal infection), and the nephrologist ordered the removal of the patient¿s pd catheter, while simultaneously receiving a tunneled hd catheter (not a fresenius product). The patient¿s ip antibiotics were discontinued and replaced with intravenous (IV) fluconazole (dose, duration, frequency unknown). The patient was transitioned to hd without any reported issues and was discharged on (B)(6) 2025. The pdrn stated the patient is recovering and will possibly return to pd therapy once the infection has cleared. Although the etiology of the serious adverse events is unknown, the pdrn reported they were unrelated to any fresenius product(s) and/or device(s) malfunction or deficiency.

Manufacturer narrative:
Additional information: d9, h3 plant investigation: the actual device was returned to the manufacturer for physical evaluation. A visual inspection of the returned cycler exterior showed no signs of physical damage. There were no visual indications of dried fluid within the cassette compartment on the pump. There were visual indications of particulates within the cassette area. There were no burrs or sharp edges in cassette area that may have punctured a cassette membrane a (as received with reduced dwell) simulated treatment was performed and completed. Valve actuation test ¿ passed. System air leak test ¿ passed. A review of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, a device history record (DHR) review was performed and verified that the results of the in-progress and final quality control (qc) testing met all requirements. Upon completion of the evaluation, there were no malfunctions that could have caused or contributed to the reported event. The cycler performed as designed and an associated cause could not be determined.